Event description:
A customer reported an issue with battery depletion and declined further troubleshooting. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.